Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed.concomitant products:carto 3 system us catalog #: fg540000 serial #: (B)(4).stockert 70 system us catalog #: s7001 serial #: (B)(4).cool flow pump us catalog #: cpf002 serial #: unknown.lasso nav variable eco us catalog #: d134301 lot #: 1599926l.soundstar 3d 10f-90 catheter us catalog #: sndstr10 serial #: (B)(4).(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the patient's blood pressure dropped and ice (intracardiac echocardiography) confirmed a perforation. A pericardiocentesis was performed and the patient was sent to observation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation tests were performed and the catheter passed all tests. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Event description:
It was reported that during an a-fib procedure, the patient's blood pressure dropped and ice (intracardiac echocardiography) confirmed a perforation. A pericardiocentesis was performed and the patient was sent to observation.multiple attempts to obtain further information about the event have been made but no additional information was provided.